Manufacturer narrative:
The report is being submitted under exemption (B)(4) by the manufacturer arjo hospital equipment (B)(4) on behalf of the importer arjohuntleigh inc. (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
As stated by the customer 2012-(B)(6): client was sitting in bath chair, and was being raised to approx the height of the tub when client started to become agitated, she then pushed herself out of the chair to which she fell face first onto the floor then rolled onto her back, at this point carer pressed the buzzer and asked for help. Staff attended approx another 4 people who diagnosed pt's condition before lifting her into a wheel chair, where after she was taken by ambulance to hospital. An arjohuntleigh investigator is going to attend site and do the first investigation and take supporting photos.